Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional d9: device returned to MFR ¿ additional d9: date device returned ¿ additional g3. Date received by manufacturer - additional h2: additional information /device evaluation/correction h3a device evaluated by mfg - additional h3b: evaluation included - additional h6: event problem and evaluation codes ¿ additional d4: serial no - correction d4: catalog no - correction d4: lot no - correction d4 expiration date - correction h4: device mfg date - correction

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with serial number (B)(6). The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. Share logs were provided. However, the data received reflected the transmitter with the serial number (B)(6). A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmitter with the serial number 8dfshu. However, data for the transmitter with the serial number 8dfsgw was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.